Event description:
The customer contact reported that during preventive maintenance testing at the user facility, after the device was powered on, the device displayed a whitescreen error with "system kernel error." There were no reports of any adverse patient events and no reported delays of critical therapies while the device was in clinical use. No additional information was provided.

Manufacturer narrative:
The device initially passed testing. A whitescreen error was not displayed during the testing procedures but was found during review of the device history. Further testing found the device did not pass the sdram test which may have caused the customer's reported whitescreen error. This is due to the som2 hardware module. This device has been identified as part of a product recall. This report represents all the information known by the reporter upon query by hospira personnel.